Event description:
It was reported that a recently implanted vns pt had her vns generator removed due to an infection. Follow-up with the site found that the vns lead was removed as well. The infection was originally delivered to only be superficial with no drainage and pt was given oral keflex. The infection progressed and the physician eventually decided to explant the pt's vns. Blood cultures taken showed no growth. No trauma or manipulation of the wound sites was noted; however, a nurse at the site indicated that the pt has several younger siblings that may have disturbed or contaminated the wound. The pt is now noted as "doing well."

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.